Manufacturer narrative:
An event of pericardial effusion, cardiac arrest and patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that during procedure after the pre-bav the patients blood pressure (bp) was noted to be low. A pericardial effusion was observed and 600ml of fluid was aspirated. He device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported pericardial effusion is related to procedural conditions. The reported cardiac arrest appear to be cascading events of the pericardial effusion. A cause for the reported stroke could not be conclusively determined. It is possible that procedural conditions or patient condition contributed to this issue. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis and CPR were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "the narrative is consistent with annular rupture due to balloon valvuloplasty. The narrative states that balloon used for valvuloplasty was larger in diameter (20mm) than the annular dimension from the CT (19.5mm), which is against the instruction for use (IFU). This appears to be a procedure mortality and not a device malfunction."

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The patient's annulus diameter was 19.5mm. During the procedure, a pre-bav was performed using a 20mm balloon, after the pre-bav the patients blood pressure (bp) was noted to be low. When the flexnav ds was introduced, the bp was 85/40. After passing the native annulus, the bp was 60/35. The valve was quickly deployed and CPR was started immediately and lasted for 30min. A pericardial effusion was observed and 600ml of fluid was aspirated. The patient passed away after there were no more options for stabilizing.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant. The patients annulus diameter was 19.5mm. During the procedure, a pre-bav was performed using a 20mm balloon, after the pre-bav the patients blood pressure (bp) was noted to be low. When the flexnav ds was introduced, the bp was 85/40. After passing the native annulus, the bp was 60/35. The valve was quickly deployed and CPR was started immediately and lasted for 30min. A pericardial effusion was observed and 600ml of fluid was aspirated. The patient passed away after there were no more options for stabilizing.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.